Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was received with cracked lcd window.

Event description:
The customer reported via phone call that there were 2 cracks on the led. The customer's blood glucose was unknown. The product was returned for analysis.